Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2018-00875, reference MFR. Report#: 1627487-2018-00877, reference MFR. Report#: 1627487-2018-00878. The patient has two scs systems for off-label use. This report is in reference to their peripheral scs system for the patient's lower back. It was reported the patient has been receiving ineffective therapy. As a result, the patient may undergo surgical intervention to address the issue.